Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched. It was also noted the lead had deformation/fracture in the proximal section on the inner coil, resulting in extension problems. There were also fracture, flex and tensile observations.

Event description:
It was reported during implant the ventricular lead helix only extended/retracted a few times and the physician claimed that it broke. After exercising the helix, it was noted there was no resistance against the screw and it would no longer extend/retract. A fracture was suspected. The lead was replaced. No patient complications were reported as a result of this event.